Manufacturer narrative:
Submit date: 12/7/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer reports leaking where the tubing meets the purple end that goes into the feeding tube. There was no harm to the patient or medical intervention required.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. One sample was received for evaluation. After performing functional inspection, the condition reported was not confirmed. Because the issue could not be confirmed, the root cause could not be determined. The personnel involved in the manufacturing process were notified of the reported issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.